Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous right iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the third inflation at 4 atmospheres for 10-15 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported.